Event description:
It was reported that during a bladder stone procedure the fiber broke 15 minutes into the procedure with 34w (34hz, 1j, pulse width: length) and began to generate a strange sound. The debris shield was observed and was found to have damaged. The procedure was suspended because the fiber and debris shield were exhausted. The procedure was completed using another fiber. There were no patient complications.

Event description:
It was reported that during a bladder stone procedure the fiber broke 15 minutes into the procedure with 34w (34hz, 1j, pulse width: length) and began to generate a strange sound. The debris shield was observed and was found to have damaged. The procedure was suspended because the fiber and debris shield were exhausted. The procedure was completed using another fiber. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Images were provided by the customer; however, damage was not observed. The reported allegation could not be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence.